Event description:
Procedure type: lap band procedure. According to the reporter: the blade on versaport plus rpf failed to retract after insertion through the abdominal wall by experienced user. When the same problem occurred on the second versaport, blade was manually retracted using force (forceps and pushing against the mayo stand). Patient outcome: approx 50cc blood loss and increase in operating room time by 15 minutes. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).